Manufacturer narrative:
(B)(4).

Event description:
It was reported that during coiling of the aneurysm of the right communicans posterior artery, the first coil made a good frame, but the second coil (cash 14 plat coil 5mmx7cm) didn't go fully in the aneurysm, so, it was decided to take it out of the patient. When microcoil was out of the patient, the cashmere microcoil was stretched. There was no adverse patient outcome. The issue was not that the coil was too large for the aneurysm size, and no additional information was available.

Manufacturer narrative:
(B)(4). The cashmere (src140507-20, lot 31526) will not be returned, therefore the root cause of the coil unable to be deployed fully inside the aneurysm and its stretching cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the device, the reported event was not confirmed, but based on the information the event could be related to procedural factors. Procedural factors may have impacted the event. Additionally, the history records indicate this product was final inspection tested and was determined to be acceptable. Therefore, no corrective actions will be taken at this time. (B)(4).